Event description:
During the vt procedure, a hole in the sheath at the tip prevented transseptal puncture. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath vacuum relief hole (vrh) had been stretched and bent. The returned dilator was inserted and withdrawn through the entire length of sheath with no resistance noted; the dilator exited the sheath distal tip. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported dilator insertion difficulty remains unknown.